Event description:
It was reported that the ilet bionic pancreas sleep/wake button was intermittently unresponsive, requiring sustained pressing and at times taking several minutes to wake the device, with the issue occurring daily; blood glucose readings were unaffected and there was no hospitalization, and the problem aligned with a device key or button not working involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive button traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.